Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
A physician reported that in 2007, her pt experienced a "very late stent thrombosis". Physician reports that pt said she "takes [her] plavix most of the time". Pt was hospitalized for this event. Physician could give no other info at this time.